Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a3a, h6 (added pec to visual: worn). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Whilst trying to disengage screw driver shaft from screw in cup, tip of screw driver has snapped. Pliers were required to remove the broken piece. Nothing was left in patient and surgery only delayed by 5min.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary as per information provided "sri instrument: iau0150 lot enz150110. No instrument is returning to franchise for investigation. The product will be investigated locally by the sri team australia. A report will be provided to franchise upon completion of the investigation. Whilst trying to disengage screw driver shaft from screw in cup, tip of screw driver has snapped. Pliers were required to remove the broken piece. Nothing was left in patient and surgery only delayed by 5min". The product was not returned to j&j medtech orthopaedics sri team, however photos were provided for review. See attachment (img_2938.jpeg and pc-(B)(4) image). The photo investigation revealed the tip broken from the kar broach with corail neck segment. No signs of a stripped condition was identified on the evidence provided. The observed conditions were identified as end of life indicators; damage consistent with wear and tear, from normal use and age of the instrument. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since no signs of a stripped condition was identified, this reported condition was not confirmed. As the device was not returned, an as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the kar broach with corail neck segment would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.